Manufacturer narrative:
Evaluation of the returned devices found that the crowns are showing impactions due to tightening with a spinal rod. For all multi-axial screws, the deformation is symmetrical which is consistent with proper tightening of the connection. 3 of the 4 multi-axial screws present white mass (possibly bone cement) either at the junction of the bone screw and the screw head, on the inner thread or the lateral hole on the screw head. The inner threads of the multi-axial screws present vertical scratches coming from the explantation maneuvers. The edge of one crown has been deformed during the explantation maneuvers. Based on the observations and the provided information, the event seems not related to the devices.

Manufacturer narrative:
The part and lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Howe ver, the suspect devices in use are part# 86745550 lot # w06h0766, part# 86746545 lot# w06h0767, and part# 86745545 lot# w06a4446. (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Manufacture date for part # 86745550 lot w06h0766 is 8/3/2006; manufacture date for part # 86746545 lot w06h0767 is 8/9/2006; manufacture date for part # 86745545 lot w06a4446 is 2/1/2006. Review of multiple x-rays show sextant screws placed l2-l4 with compression fracture at l3. No interpedicular widening to suggest instability or burst. Therefore surgical indications are not clear. Reported l2 fracture is not supported by x-ray films. Rods and screws eventually removed. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a surgical procedure using posterior fixation. An unknown time post op, a fracture was observed at l2, and the bone screws were loose. The patient underwent a revision surgery. No additional information has been provided.